Manufacturer narrative:
Section d4: additional information. Section h4: additional information. Manufacturer's investigation conclusion: the report of low speed events and driveline fault alarms was confirmed through evaluation of the log files. Furthermore, evaluation of the returned portion of the driveline confirmed damage which could have contributed to the reported low speed event and driveline fault alarms. The submitted system controller log files captured multiple driveline fault alarms throughout. These alarms continued to occur even after a system controller exchange. In addition, beginning on (B)(6) 2020 at 00:51:49, the pump appeared to struggle to maintained its set speed, resulting in multiple pump stops while the patient was supported by the power module. These pump stops and low speed events had corresponding low speed hazard/advisory and low flow hazard alarms. During these events, power was elevated as high as 20.5 w. All of the low speed operation alarms and pump stop events occurred while the patient was supported by the power module. Based on previous complaint experience, the captured events appeared consistent with a potential driveline issue. A distal end driveline repair was performed on 27jul2020 under work order #00090632 and the replaced portion was returned in a segment measuring approximately 21¿. The driveline was received with rescue tape covering 2¿ to 15.5¿ from the metal connector. A clamshell was also present. Electrical continuity testing of the returned portion of the driveline revealed that all wires were electrically intact. Upon removal of the rescue tape, the silicone jacket was found to be torn and portions were missing. The bionate layer was completely discolored, but free of damage. Breakdown of the metal braided shielding was observed between the terminus of the bend relief and 4.5¿ from the metal connector as well as 16¿ from the metal connector. The bionate and shielding were removed, and examination of the underlying wires revealed a complete fracture of the black wire approximately 3.25¿ from the metal connector. The conductors of the yellow wire were fractured beneath the completely intact insulation approximately 3.25¿ from the metal connector. Elongation of the insulation of the yellow wire during the analysis process caused it to break apart, leaving a complete fracture of the yellow wire approximately 3.25¿ from the metal connector. The observed complete fracture of the black wire and the observed fractured conductors beneath the insulation of the yellow wire appeared to be the result of fatigue due to repetitive flexing. Bypassing the yellow and black wires, the remaining wires were submerged in a saline solution for hi-pot testing to further verify the integrity of each wire¿s insulation. The test did not identify any breaches. The observed compromise in the yellow and black wires could have contributed to the driveline fault alarms that were confirmed in the log files. Furthermore, if the exposed conductors of the black wire contacted the braided shield while the system was operating on a tethered power source such as the power module, the resulting short to ground would have resulted in the low speed and pump stop events that were confirmed in the log files.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had driveline faults. The patient called with low speed advisories and high flow alarms. The controllers indicated that is was a phase b short. X-rays were reviewed and a compromise was found near the bend relief. A driveline repair was performed on (B)(6) 2020 and the phase interrupter indicated that the black wire was broken. There were no additional alarms post driveline repair after the patient was placed back on the grounded patient cable. The patient was discharged (B)(6) 2020 and plan of care is to continue to monitor the patient.